Manufacturer narrative:
Date of event was reported as follows: not peeing/return of symptoms = 2-3 weeks ago ((B)(6) 2018); device turning off on its own = (B)(6) 2016; device turning off when passing through security = (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that, since (B)(6) 2018 (2-3 weeks ago), the patient had a return of symptoms and that they are ¿not peeing¿. The family member stated that they had checked the ins status from time to time and noted that the therapy was turning off on its own since its implant. The family member also reported that the patient¿s ins had turned off after passing through security at the mall, again since implant of the device on (B)(6) 2016. The patient had an appointment with their doctor in a little over a month and was discuss the issues with them and to have the device checked. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member: caller stated that over the years the patient has noticed if she goes to the mall or goes past different types of door controls the stimulator would turn off, and patient would then have a return in symptoms. Caller states the last time this happened was a week or so ago, and when patient's stim was turned back on, patient could not feel stim, so caller increased from patient's normal setting of 1.1 to 1.2 v, to 1.6 v until patient could feel stim. Caller states "several days later" the patient experienced intense pain to the point where pt was screaming in pain in vagina/rectum area. Caller mentioned the intense pain mimicked pains pt had years ago from other issues (unrelated to device/therapy). Caller also mentioned during this time, pt noticed bowel issues like diarrhea and inability to void and asked if stim could have caused that also. Caller mentioned yesterday, he turned stim back down to normal setting of 1.1 to 1.2 v and pain as described subsided. Patient services reviewed security screener considerations as well as therapy considerations when stim is too high. Caller unable to confirm first occurrence of event. Caller confirmed inquiry resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.